Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 442 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The customer stated that she has attempted to set the time and the insulin pump was ramping up in the numbers on its own. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.